Event description:
Customer reported a metal pin fell out of the handle of the diamond clean power toothbrush during use. Customer's gums got cut, but no additional injuries were reported.

Manufacturer narrative:
The event date is approximate. The device serial number or manufacturing number were not provided. Manufacture date not provided or identifiable. The complaint was received from a consumer in (B)(6).

Manufacturer narrative:
D4: the device model and serial numbers or manufacturing numbers were identified and updated. H4: manufacture date was identified and updated. Analysis results: the cause of the customer¿s complaint was a failed shaft press fit.